Manufacturer narrative:
Result: fowler brake clutch assembly.

Event description:
It was reported by service report that the fowler was drifting down when weight is applied. No pt involvement or adverse consequences were reported.